Event description:
It was reported that the external pulse generator (epg) was checked by hosptial staff, it showed output was higher than the set value. The epg was sent for repair. There was no patient involvement noted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found no anomalies.